Event description:
Rn preparing to restart an IV on a patient and was assembling the materials she needed. Retrieved one 22g insyte autoguard from the supply room and when packaging was opened, found that the catheter was detached, and needle was retracted, inside the plastic cage. Hub and plastic catheter were intact. No evidence of package tampering--rn was the first to open the package and found the device as described. Staff did not save the device or the packaging. Obtained another device to start the IV. No patient involvement. No staff or patient harm.